Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
During a procedure of a right ventricle (rv) thrombus, with an angiovac c180 with obturator, the guidewire was placed across the tricuspid valve (tv) into the pulmonary artery (pa). The physician had anesthesia confirm the wire placement in the pa before introducing the angiovac. After tracking the angiovac into the rv, over the wire, the physician noticed a new pericardial effusion. The angiovac was then pulled out, and a pericardial drain was inserted. Once the patient stabilized, a swan was passed into the pa to track the angiovac into the rv- this was done and the thrombus was aspirated, causing the patient to become hypertensive and the effusion returned. The angiovac was removed and the drain was adjusted. Once medications (pressors) and blood products were administered, the patient stabilized. The following day, the patient was reported as stable on a general floor of the hospital. It is believed that the effusion was caused by the guidewire.

Manufacturer narrative:
The customer's reported complaint description of vessel perforation that caused pericardial effusion cannot be confirmed due to the patient centric nature of this serious adverse event (sae). There were no reports of angiovac system device malfunction or performance issue during the procedure, therefore, no angiovac device was returned for evaluation. The root cause of this event is likely an end user error/anticipated procedural complication regarding advancement of guidewire used in the procedure. A device history record (DHR) review of the indicated packaging/cannula/obturator lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. There have been no other reported complaints for the indicated packaging/cannula/obturator lots for similar vessel perforation issue. Labeling review: the angiovac cannula sample was not returned for evaluation since there was no reported device malfunction during the procedure. Directions for use (dfu, (B)(4)) is provided with this device and contains the following statements: warnings - selection of the patient as a candidate for use with this device and for such procedures as it is intended is the physicians' sole responsibility. The outcome is dependent on many variables including, patient pathology, surgical procedure, and perfusion procedure/technique. The benefits of use of this device must be weighed against the risks including risks of systemic anticoagulation and must be assessed by the prescribing physician. - as with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with initiating and monitoring extracorporeal bypass and by physicians trained and experienced using surgical and/or percutaneous (seldinger) vascular access techniques. Adverse events this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed. Possible complications include those normally associated with large bore surgical and/or percutaneous vessel catheterization/cannulation, anticoagulation, extracorporeal circulation and application of intravascular introducer systems which include but are not limited to: - death, - damage to vessel,, - blood loss/blood trauma, - hemorrhage, - ventricular perforation. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).